Event description:
It was reported to baxter united kingdom technical services that a patient was involved in a high drain 107 display on the home choice while connected. There were no clinical consequences reported for the patient.

Manufacturer narrative:
(B)(4). This device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Per the customer the device was not returned and, therefore no device evaluation could be performed. A follow-up report will be filed if any additional information becomes available.